Event description:
Troubleshooting was done at the time of the issue before the work order was completed. The issue happened while booting up. All motion stopped working that is gantry, rotor, xyz, wag all. Except the drive movement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The position motion controller was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed positioner motion control in another imaging system. The system did not initialized. Motion calibration failed. Unable to complete motion control. B02, d02 are applicable the motion control unit was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Installed rotor motion control in another imaging system. The system did not initialized. Motion failed. Firmware installed on enclosure motion is outdated. Version 0.2.1. B10, d18 are applicable the power conversion board was returned to the manufacturer for analysis. Analysis found that confirm reported complaint, motion bar in pendant is constantly green. Failed bench testing. Transistors q-1 failed; it was found to be shorted. Faulty power conversion enclosure. B02, d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000443r, serial/lot #: (B)(6) rev. 2, product ID: bi71000180r, serial/lot #: (B)(6) rev. 4, product ID: bi71000176, serial/lot #: (B)(6) rev. 9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000443, serial/lot #: -, ubd: , UDI#: - position motion controller; product ID: bi71000180, serial/lot #: -, ubd: , UDI#: - motion control unit; product ID: bi71000860, serial/lot #: -, ubd: , UDI#: - power conversion board h3, h6: the system was serviced in the field by a medtronic representative. Testing revealed that hardware was replaced. The navigation system then passed the system checkout. Codes b01, c13, d02 are applicable. G04035 - position motion controller g04035 - motion control unit g02005 - power conversion board medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that all the motion in the imaging system stopped working. The motion bar in the pendant was a constant green. The imaging system stayed in the initializing state. During troubleshooting, it was noted that the logs stated positioner controller out of limit. The positioner controller was replaced. The imaging system motion still doesn't work. The manufacturer representative (rep) found in the logs that 96v was on, even the e-stop was on, that means it was booting up with 96v straightaway which pointed towards a power conversion failure. The power conversion enclosure was replaced. The system was functioning normally. There was no patient involvement.